Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bus cable on the drawer was not plugged in. A field service engineer plugged in the bus cable and tested it with the hardware test application. The customer then tested it with the app's inventory checks. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed, was not detected on the bus, and could not recover. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.